Event description:
Report received from abbott international affiliate (abbott australia) of an overdelivery of narcotic. Report states: "abbott pca was programmed correctly, plugged into power, then machine turned off at panel. Pt arrived in rr. Pca power left on machine panel turned on, power off, taken to pt. Pt checked. Pca history checked, loading dose 1mg programmed. Another pt. Requiring further dose of morphine pain protocol so reporter left while loading dose infusing and gave the other pt. The dose. When reporter returned they asked pt was he called a., a., or s.? He replied "a". Reporter checked and the loading dose was up to 0.7ml. O2 saturations dropped to 90 than noted 1.0ml on pca but 10ml out of syringe." Pt became unconscious. No info on prescriptions other settings, pt recovering from knee reconstruction in recovery ward. Action taken: airway inserted, jaw support, rebreathing circuit--100% o2 applied, narcan ready to open as pt's respiratory rate to 6, 100% rebreathing circuit left on till resps to 12, saturations 99%. Dr. Reprogrammed and recommenced when pt awake had a dull ache in leg. No after-effects to this pt." No further info available.